Manufacturer narrative:
Evaluation summary: product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported a patient had a refractive surprise. The lens was exchanged for another model.